Manufacturer narrative:
These sets are used for testing purposes only and not marketed products. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of four (4) unspecified IV (intravenous) tubing sets separated from their tubing. This issue was identified during testing and prior to patient use; this was further described as ¿the issues were noticed initially connecting the tubes before the flowline testing took place and were replaced with good/working tubes¿. There was no patient involvement. No additional information is available.